Event description:
Received an electronic report from a patient's wife who reported electronically that she was unable to connect to the peritoneal dialysis treatment set. There was no report of patient injury. The patient was able to connect to the second connector for the dialysis therapy. A sample is available for an evaluation.